Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a malfunctioning device. The device was replaced with a tactra device. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a malfunctioning device. The reservoir eroded through the bladder. All components were removed and a tactra placed to hold the corporal space. There were no additional patient complications.